Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device follow up, it was noted that there was zero ohms registered on the patient's competitor right ventricular (rv) lead. The lead was replaced with a manufacturer's lead and again, zero ohms was registered. The manufacturer's lead was explanted and tested against an analyzer, with normal results. It was determined that there was likely a device malfunction. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the device was returned and analyzed. The returned device identified a failure condition that disappeared during analysis. The device failure was confirmed to be intermittent at the returned product analysis lab. When the device was analyzed at the product analysis lab in tempe the failure was no longer present and the device passed all of their testing during analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.